Manufacturer narrative:
(B)(4).

Event description:
This patient was in for a device upgrade. Upon flouro, the lead had dislodged and majority of the lead was up in the pocket area, indicating that the suture sleeve was not tied down appropriately to secure the lv in place. This was verified by the physician upon dissection into the pocket during the recision. No visible damage was seen on the lead. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.